Manufacturer narrative:
The insulin pump had no button response due to an unlocked keypad connector. The displacement test could not be performed due to the unresponsive button. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, cracked case at a display window corner, cracked battery tube threads and a broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that the buttons were not responding. Customer's blood glucose was unknown. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.